Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended when the cartridge reached 30 units of insulin left. There was no reported adverse impact to the customer¿s blood glucose. Additional information was not provided, and customer declined troubleshooting with tandem technical support.